Event description:
The clinician reports, that the implant was inserted in the patient's mouth. On 2019-08-05, non-osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.